Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: the device was returned for analysis. A stent delivery system was returned for analysis without a manifold. A break was noted between the manifold and strain relief hub. The manifold was not returned. A visual examination of the stent found evidence of damage on the first two distal strut rows, which are lifted and pulling proximally, and the first proximal strut is in a lifted state. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found a break in the hypotube and strain relief 2.2 cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 92% stenosed, 14-16mm long, 4.0-4.5 mm diameter, target lesion was located in the moderately tortuosity and severely calcified right coronary artery. A 16 x 4.00 promus premier drug eluting stent was advanced to treat the lesion. However, it was found that the tip of the stent struts was lifted up. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device was returned for analysis. A stent delivery system was returned for analysis without a manifold. A break was noted between the manifold and strain relief hub. The manifold was not returned. A visual examination of the stent found evidence of damage on the first two distal strut rows, which are lifted and pulling proximally, and the first proximal strut is in a lifted state. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found a break in the hypotube and strain relief 2.2 cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 92% stenosed, 14-16mm long, 4.0-4.5 mm diameter, target lesion was located in the moderately tortuosity and severely calcified right coronary artery. A 16 x 4.00 promus premier drug eluting stent was advanced to treat the lesion. However, it was found that the tip of the stent struts was lifted up. The procedure was completed with a different device. No patient complications were reported. It was further reported that the shaft broke inside the patient.

Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. The 92% stenosed, 14-16mm long, 4.0-4.5 mm diameter, target lesion was located in the moderately tortuosity and severely calcified right coronary artery. A 16 x 4.00 promus premier drug eluting stent was advanced to treat the lesion. However, it was found that the tip of the stent struts was lifted up. The procedure was completed with a different device. No patient complications were reported.